Manufacturer narrative:
(B)(4). Describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated symptoms.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced intermittent audio output and an adverse event on (B)(6) 2016. Date of issue is an approximation. Patient stated he had a low overnight and that the continuous glucose monitoring (cgm) device did not alert him to it. He stated that his wife woke him up due to excessive sweating and that he appeared to be out of it. Patient's wife called the paramedics. Paramedics administered glucose to get the patient's blood sugar to rise. No other medication was administered. The patient did not recall how long the paramedics stayed with him until he was stabilized. Patient did not follow-up with his doctor. Additionally, the patient tested the receiver and the alert sounded. No further event or patient information is available.